Event description:
Caller reported an alarm related to an occlusion event that occurred earlier in the day, but this did not cause the customer¿s blood glucose level to exceed 500 mg/dl or trigger a "high" reading on their cgm. Customer addressed the issue by changing the infusion set and cartridge, and then resumed insulin therapy. Case was subsequently closed by technical support as no further assistance was necessary.